Event description:
It was reported that the patient received external defibrillation via an emergency medical services (ems) and was hospitalized, because the implantable cardioverter defibrillator (ICD) device failed to deliver therapy to treat the ventricular tachycardia. Interrogation of the device confirmed that the settings on the ICD were programmed that prevented it from ever detecting an episode that would warrant being treated. Two episodes of electromagnetic interference (emi) were also noted. The device was reprogrammed and remains still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with two lfp high rate-ns = 120 ms average v-cycle on (B)(6) 2012. Save to disk reviewed noted lead integrity alert triggered. One patient alert for lead failure predictor on (B)(6) 2012.